Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact and not severed. Visual inspection showed no visible notch next to the sense b electrode and setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead indicating conductors are intact and no electrical shorts between conductors. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the b5: describe event or problem; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection. Reportedly, the physician noticed that the patient was picking at her xiphoid incision and prescribed antibiotics. Additional information indicated that the patient experienced an infection in the xiphoid incision and was treated with antibiotics and topical antibiotics. The infection traveled down the lead tract during the explant, and the patient was treated with antibiotic flush and debridement during the procedure. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead had exhibited infection. Reportedly, the physician noticed that the patient was picking at her xiphoid incision and prescribed antibiotics. Additional information indicated that the patient experienced an infection in the xiphoid incision and was treated with antibiotics and topical antibiotics. The infection traveled down the lead tract during the explant, and the patient was treated with antibiotic flush and debridement during the procedure. No additional adverse patient effects were reported. The implanted lead was explanted.